Event description:
It was reported that after insertion of the iab, the augmentation waveform was lost. The pump was stopped and then restarted and blood was seen entering the helium tubing. The iab was removed and replaced with no pt complications.